Event description:
It was reported that there was a revision of the femur and insert due to pain and instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) height. An event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation and results: the component appears unremarkable for a component that was in vivo and subsequently explanted. Some bone cement remains adhered to the component which displays evidence of bone inter-digitation. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as medical records, operative notes and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported that there was a revision of the femur and insert due to pain and instability.